Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision pocket infection and septic shock. Reportedly, there was a pus observed and the patient had a urinary tract infection, lung nodules and ad dentition. Furthermore, a culture was taken and tested to be positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was treated with antibiotics. There were no additional adverse patient effects reported. This crt-p was explanted.